Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic left hemicolectomy, on (B)(6) 2019, the patient had undergone intestinal tract resection and anastomosis, and the suture was used for the closure of the anastomosis. The same procedure was done on (B)(6) 2020. Computed tomography was performed and checked three days after the procedure. Leak was suspected but was under follow-up observation. A major leak occurred on (B)(6), and re-operation was performed. The leak was located at the part where the closure of the anastomosis was done.